Event description:
The pt's mom was alleging a short battery life issue with the pump. She claimed she has used 3 different batteries over the last 3 days and the pump gave a low battery alarm on (B)(6) 2011 around 9am the pt noticed that the pump had no power and did not realize that the pump gave a replace battery alarm at 1:04am earlier in the day. The pt's blood glucose was 414 mg/dl and was positive for ketones. The pt's mom was able to treat the pt's high bg by bolusing with the pump. The animas customer service (cs) rep verified that the battery setting was correct, no moisture/corrosion were found in the battery compartment, the battery cap was securely attached, and there were no cracks to the pump. A replacement pump was sent to the pt. This complaint is being reported because the pt allegedly developed high bg with ketones after the short battery life issue began.

Manufacturer narrative:
Animas received the pump and an investigation was performed. Investigation revealed that the short battery life complaint was verified in the pump history download and was duplicated during testing. The pump was opened and investigation revealed that the u31 and u33 components were defective. The pump history download verified a replace battery alarm on (B)(6) 2011 at 1:04am and basal deliveries were halted until the battery was replaced at 11:30am. In conclusion, the short battery life was due to the u31 and u33 component failures. Although the short battery life issue was confirmed during investigation, this reported issue is unlikely to contribute to an adverse event if it were to recur, because the pump was properly alarming the user of the low battery, which is alerting the user that insulin delivery will cease unless the battery is replaced.